Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump had a failed pcb, which caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was not delivering when it should have. When the pump was returned to mmdg the pump delivered as expected, however, the pcb failed testing and the alarm did not alarm for load set as expected. The initial reporter did not provide any additional information regarding the patient. (B)(4).